Event description:
This is filed to report the clip opened while locked. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. To further reduce mr, a second clip was implanted. However, after clip deployment the clip opened, approximately 20 degrees, but remained stable. A third clip was implanted to further reduce mr to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.